Event description:
Additional communication with the user facility revealed that there was no clinical evidence for hemolysis. There was reportedly a miscommunication in the initial reporting. The user claimed that they noticed a stronger tendency for bleeding in comparison with patients being treated with the cardiohelp device. Generally speaking, they stated that it seems to be most prominent in patients requiring a high amount of blood flow (<9000 rpm).

Manufacturer narrative:
H6 plant investigation: the complaint sample was not available for evaluation. Since the described issue is presumably patient and/or application related, it is highly unlikely that a failure would be detected in a retention sample. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. No non-conformities were observed during the manufacturing process. There were two quality events found during the review, but neither were related to the failure pattern at hand. Based on the available information, there is no indication for any malfunction of the device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: the report of this patient¿s tenuous cardiac course provides evidence that the patient was more than likely hemodynamically unstable following intensely invasive procedures and life-saving measures. Additionally, hemolysis and blood loss are known consequences of normal ECMO support that can be attributed to routine oxygenator exchanges, the patient¿s disease or injury process and the patient¿s physiological response to ECMO support. The patient was able to continue with ECMO support following device and oxygenator exchange. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius/xenios product or other issue warranting further investigation.

Event description:
It was reported to fresenius that a patient on extracorporeal membrane oxygenation (ECMO) support utilizing the xlung kit 230 experienced hemolysis following 4 days of support. Upon follow up with the local country complaint administrator, it was reported this patient was placed on venoarterial (va) ECMO support on 3/jun/2024, cannulated centrally in open chest, utilizing the xlung kit 230. ECMO support was required for this patient following post-cardiotomy heart failure with complete atrioventricular block leading to corrective procedures of an aortic valve replacement and septal myectomy. It was believed the patient was initially placed on ECMO support on 28/may/2024 following cardiac procedures with a different xenios device and products. ECMO settings were not reported as device logfiles were not provided. On 5/jun/2024 and ECMO support day three, hemolysis was noted. The following day, the patient¿s hemolysis was significant enough to prompt a device exchange to a competitor device and consumables. As a result of the device exchange, the patient had a total blood loss of 680 ml as the patient was on va support and blood could not be returned. It was affirmed the patient did not experience a serious injury as a result of the hemolysis or oxygenator kit exchange.